Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021 while preparing a patient for transport to radiology the device oxygen hose was disconnected from the central gas supply in attempts to use a transport oxygen cylinder (size unspecified). Upon removal from the central supply, the device trigger an alarm stating ¿no oxygen.¿ the customer reported that the alarm text appeared to me ¿marked¿ as though the condition had been resolved, however the alarm reoccurred repeatedly. Upon reaching the radiology department, the device was connected to the central oxygen supply again and all alarming ceased. During transport back to the patient ward, the problem had reoccurred. During trips to and from the radiology department it was noted that the patient spo2 had decreased to approximately 25%. Shortly after the patient was returned to the ward, the patient death occurred. The device was in clinical/therapeutic use at the time of the event. The patient was noted to be ¿very critically ill¿ with covid-19. No further patient information or demographics have been disclosed at this time.

Manufacturer narrative:
B4: 18aug2021. H11: b5: date correction: on (B)(6) 2021 while preparing a patient for transport to radiology the device oxygen hose was disconnected from the central gas supply in attempts to use a transport oxygen cylinder (size unspecified). Upon removal from the central supply, the device trigger an alarm stating ¿no oxygen.¿ the customer reported that the alarm text appeared to me ¿marked¿ as though the condition had been resolved, however the alarm reoccurred repeatedly. Upon reaching the radiology department, the device was connected to the central oxygen supply again and all alarming ceased. During transport back to the patient ward, the problem had reoccurred. During trips to and from the radiology department it was noted that the patient spo2 had decreased to approximately 25%. Shortly after the patient was returned to the ward, the patient death occurred. The device was in clinical/therapeutic use at the time of the event. The patient was noted to be ¿very critically ill¿ with covid-19. No further patient information or demographics have been disclosed at this time. Date of death and event date correction: b2 and b3= 05/03/2021.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The device has been inspected by a philips field service engineer (fse). The fse was unable to reproduce the reported complaint. Further review into the device diagnostic report verified the occurrence of the condition based alarms, however no failure or malfunction of the v60 ventilator has been found. No parts or repair has been initiated or required regarding this case. Based upon the information provided, the device did not malfunction or fail to meet manufacturer declared specifications or performance. The oxygen unavailable condition based alarm triggered as designed to alert the clinical end user of a condition whereby the external oxygen supply is unable to sufficiently meet the delivery requirements of the device. Causal relationship of the v60 ventilator and the patient outcome has been reviewed with no relation found. However, due to the noted use-error associated with use of an oxygen delivery source below the minimum requirements of the device, contribution of the device to the patient outcome has been acknowledged with further reiteration of the v60 ventilator oxygen delivery requirements provided to the clinical end user. Based upon the information provided, the root cause can be determined to be use-error: use of unsupported external oxygen supply.